Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 7.2 mmol/l. The customer stated that she changed the set and was getting the alarm but when she changed the reservoir and bought a new box of reservoir, she never had any issues. The customer was advised that the reservoir was occluded. The customer was advised to call when the alarm occur in order to troubleshoot. The customer was advised that the were sending reservoir replacement.